Event description:
Effusion, c-reactive protein increased, "clot" of something. Info was received on 04 october 2007 from a physician regarding a pt (initials, age and gender unknown) with an unknown medical history who experienced effusion, increased c-reactive protein and "clot" of something. The pt began treatment with synvisc on an unknown date. The pt received 3 synvisc injections into an unspecified site on unknown dates. About 10 to 14 days after the third injection the pt experienced effusion (unspecified) c-reactive protein increased. On an unknown date arthroscopy was performed and a "clot of something" that was interpreted as synvisc, was found intra-operatively. The intensity of the adverse events and the relationship between synvisc and the adverse events were not provided per the physician. At the time of this report the patient's outcome was unknown. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. None reported.